Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) along with undersensing due to lead dislodgement. Additional information was received indicating that lead dislodgement was confirmed through x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported.